Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported, an assessment of the device battery was performed by technical support, suspected premature battery depletion was observed. On (B)(6) 2023, additional information was received indicating the patient was deceased and that an electronic performance indicator (epi) alert was received after the device was explanted from the deceased patient. The physician does not allege the patient death was due to the device.